Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The physician was unable to cross the lesion in the left anterior descending (lad) with 2 cypher stents. The physician then used a sprinter 3.0 x 20 mm balloon to pre-dilate the lesion several times due to the lesion being very calcified. A taxus express2 unk size stent was placed without problems. The physician then implanted a taxus express2 8.8% 3.0 x 16 mm drug eluting stent overlappinig the previously placed taxus stent. The stent was deployed without complications, however, upon withdrawal of the delivery balloon, it was sticking to the stent. The physician inflated the delivery balloon a couple of times, then pushed and pulled on the catheter until the balloon released. No pt complications were reported.